Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device into plaintiff's uterus lining") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and uterovaginal prolapse ("utero-vaginal prolapse"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion had resolved and the uterovaginal prolapse outcome was unknown. The reporter considered device expulsion and uterovaginal prolapse to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device into plaintiff's uterus lining") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("svere pelvic pain / physical pain") and uterovaginal prolapse ("utero-vaginal prolapse"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion had resolved and the pelvic pain and uterovaginal prolapse outcome was unknown. The reporter considered device expulsion, pelvic pain and uterovaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from cases (B)(4) were entered as they are follow up from this case. Reporter¿s information was updated and new reporters were added, lab data was provided, essure indication and insertion date were updated. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device into plaintiff's uterus lining') in a 26-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, urinary incontinence, urethral hypermobility, hypertension, polycystic ovarian syndrome, nausea and vomiting. Concomitant products included atenolol since 2006, atorvastatin calcium (atorvastin) since 2009, lorazepam since (B)(6) 2013 and sertraline since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), pelvic pain ("severe pelvic pain / physical pain"), uterovaginal prolapse ("utero-vaginal prolapse"), depression ("psych injury/ depression"), mood swings ("mood swings"), anxiety ("anxiety/mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy/hyst. (Full),salping. Bilate). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the uterovaginal prolapse, mood swings, migraine, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Essure coils were placed there were 5 coils visualized on the left and 4 coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record;anemia, dysmenorrhea, dyspareunia, uterovaginal prolapse, mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device into plaintiff's uterus lining") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and uterovaginal prolapse ("utero-vaginal prolapse"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion had resolved and the uterovaginal prolapse outcome was unknown. The reporter considered device expulsion, pelvic pain and uterovaginal prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device into plaintiff's uterus lining') and genital haemorrhage ('general abnormal bleed') in a 26-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, urinary incontinence, urethral hypermobility, hypertension, polycystic ovarian syndrome, nausea and vomiting. Concomitant products included atenolol since 2006, atorvastatin calcium (atorvastin) since 2009, lorazepam since (B)(6) 2013 and sertraline since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / physical pain"), uterovaginal prolapse ("utero-vaginal prolapse"), depression ("psych injury/ depression"), mood swings ("mood swings"), anxiety ("anxiety/mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy/hyst. (Full),salping. Bilate). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved, the uterovaginal prolapse, mood swings, vaginal haemorrhage, menorrhagia, migraine, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Essure coils were placed there were 5 coils visualized on the left and 4 coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record;anemia, dysmenorrhea, dyspareunia, uterovaginal prolapse, mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs + mr received. Lot number was added. New events added: mood swings, abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines / headaches, anemia, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, weight gain, hair loss. Concomitant drugs, concomitant conditions and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device into plaintiff's uterus lining') in a 26-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, anxiety, breast cyst, type iia hyperlipoproteinemia, supraventricular tachycardia and varicose veins. Concurrent conditions included obesity, urinary incontinence, urethral hypermobility, hypertension, polycystic ovarian syndrome, nausea, vomiting and palpitations. Concomitant products included atenolol since 2006, atorvastatin calcium (atorvastin) since 2009, lorazepam since (B)(6) 2013 and sertraline since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), pelvic pain ("severe pelvic pain / physical pain"), uterovaginal prolapse ("utero-vaginal prolapse"), depression ("psych injury/ depression"), mood swings ("mood swings"), anxiety ("anxiety/mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy/hyst. (Full),salping. Bilate). Essure was removed on (B)(6)-2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the uterovaginal prolapse, mood swings, migraine, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Essure coils were placed there were 5 coils visualized on the left and 4 coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded/bilateral occlusion; on(B)(6)-2014: total bilateral occlusion. Imaging procedure - on (B)(6)-2014: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record;anemia, dysmenorrhea, dyspareunia, uterovaginal prolapse, mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device into plaintiff's uterus lining') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / physical pain"), abdominal pain ("abdominal pain"), uterovaginal prolapse ("utero-vaginal prolapse") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy/hyst. (Full),salping. Bilate). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain and abdominal pain had resolved and the uterovaginal prolapse and psychological trauma outcome was unknown. The reporter considered abdominal pain, device expulsion, genital haemorrhage, pelvic pain, psychological trauma and uterovaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded/bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new events-" abdominal pain, general abnormal bleed, psych injury" were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device into plaintiff's uterus lining') in a 26-year-old female patient who had essure (batch no. B82480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, urinary incontinence, urethral hypermobility, hypertension, polycystic ovarian syndrome, nausea and vomiting. Concomitant products included atenolol since 2006, atorvastatin calcium (atorvastin) since 2009, lorazepam since (B)(6) 2013 and sertraline since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), anaemia ("anemia,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), pelvic pain ("severe pelvic pain / physical pain"), uterovaginal prolapse ("utero-vaginal prolapse"), depression ("psych injury/ depression"), mood swings ("mood swings"), anxiety ("anxiety/mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy/hyst. (Full),salping. Bilate). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the uterovaginal prolapse, mood swings, migraine, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Essure coils were placed there were 5 coils visualized on the left and 4 coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded/bilateral occlusion; on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record;anemia, dysmenorrhea, dyspareunia, uterovaginal prolapse, mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of menorrhagia, vaginal hemorrhage were updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.